Event description:
Tubing set was received as an unexpected return with an unspecified failure. The receiving lab photo appeared to show the distal end was broken. The customer stated that there were no event details available.

Manufacturer narrative:
Additional information provided: d.10. Tubing set was received as an unexpected return with an unspecified failure. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Visual inspection of the set noted an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip. No issues were observed with the set. Further visual inspection of the syringe observed no other issue. The broken off syringe tip was unable to be removed. Functional testing was deemed unnecessary due to the obvious damage. The root cause was not determined. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer stated that there was no event information available regarding patient impact or date of event.

Event description:
It was reported that the tubing set distal end was broken upon observation of the attached photo of the unexpected return. The customer stated that there.